Manufacturer narrative:
Device eval by MFR: the jetstream device xc-2.4 was received for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed no shaft damage. The functionality of the device was checked by setting up the product per the IFU. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The devices pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back on the shaft and the device was activated; however, the blades still did not spin which is an indication of the gear slipping on the shaft.

Event description:
Reportable based on device analysis completed on 30nov2021. It was reported that the device did not activate. A 2.4mm jetstream xc catheter was selected for use in the superficial femoral artery (sfa). During use, the device failed to activate in blades up or blades down mode. A new jetstream catheter was then successfully used. There were no patient complications. However, device analysis revealed the blades stopped spinning.